Event description:
Information received with return of the explanted device notes that the patient had felt unwell for about three weeks prior to pacemaker replacement. The device exhibited no pacing activity on the ECG, premature battery depletion and could not be interrogated.